Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause was use-related. The product returned for evaluation was one 6.6fr s/l broviac catheter. Usage residues were evident throughout the sample. The catheter terminated approximately 3cm distal of the clamping over-sleeve. Microscopic inspection of the distal tip of the sample revealed striations typical of a sharp instrument cut. Two diagonally aligned splits were observed between the clamping over-sleeve and the distal end of the sample. Parallel impressions were observed encircling the catheter in the vicinity of the split. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, leaks were observed emanating from the sites of the aforementioned splits. Microscopic inspection of the splits revealed sharply defined edges which exhibited coarse striations. The impressions in the vicinity of the splits and the coarsely striated texture of the split edges were consistent with damage caused by clamping the catheter with a ribbed metal instrument such as hemostats or forceps. The IFU states ¿use only smooth-edged atraumatic clamps or forceps.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Alleged catheter broken near the hub and catheter connection. Catheter reportedly placed on (B)(6) 2014 and said to have been repaired on (B)(6) 2015. They alleged that the catheter most often breaks at the same place just below the hub at the "hard plastic piece" where the hub and the silicone catheter are assembled. They reportedly discovered the alleged breakage when giving heparin in the catheter for closing. The heparin allegedly leaked outside and thereafter the catheter was said to have been repaired with the appropriate repair kit. Parenteral nutrition was said to have been administered through the catheter.